Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The pump passed self test. However the pump was received with pump error and error ram test fail (clock monitor frequency error) problem isolated to electronics assembly. The insulin pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 140mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.